Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #515052 lot #2410304.  It was reported by customer that reported to me about one doxorubicin incident was that they added air via the protector with no issues but when they turned the vial over to withdraw, the blue luer section of the injector broke. Verbatim: what was reported to me about one doxorubicin incident was that they added air via the protector with no issues but when they turned the vial over to withdraw, the blue luer section of the injector broke.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photographic evidence or physical samples were provided for the investigation of the reported issue. A thorough review of the device's history for the optima injector n35-o lot 2410304 was conducted, and no deviations or non-conformities associated with the alleged defect were identified. Three retained samples were submitted for additional evaluation, and during visual inspection, none of the defects could be replicated. We are unable to identify a root cause within our production process, as we lack photos or samples for further investigation. Additionally, we cannot validate the defect reported by the customer, since all retained samples successfully passed all quality inspections prior to product release. The product is subjected to inspections at multiple stages of the manufacturing process to guarantee its quality and functionality. Given the information at hand, we are presently unable to pinpoint a root cause at this time. Our quality team will persist in monitoring complaints received regarding this device and the reported condition for any potential emerging trends.